Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The event date is unknown despite good faith efforts. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies. It states that if a patient must undergo lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, high-output ultrasound, x-ray, or CT scanning, stimulation should be turned off at least five minutes before the procedure when clinically feasible. All equipment, including ground plates and paddles, should be kept as far away as possible from the implantable pulse generator and external devices. Every effort should be made to keep current, radiation, or high-output ultrasonic fields away from these components. Equipment should be set to the lowest clinically indicated energy level. Patients should be instructed to confirm implantable pulse generator functionality after treatment by turning it on and gradually increasing stimulation to the desired level. A review of the wavewriter alpha 32 ipg kit hazard analysis was completed and confirmed that the event of difficult to charge ipg was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis therefore, based on limited information and in the absence of device return, the root cause of the difficulty charging the ipg was unable to be established. Without a physical evaluation, the possibility of a device related issue cannot be excluded.

Event description:
It was reported that following a surgical procedure where monopolar electrocautery was used (see MFR. Report 3006630150-2026-00123), the patients spinal cord stimulation (scs) implantable pulse generator (ipg) stopped working. The patient subsequently underwent an ipg explant replacement procedure and was doing well with adequate stimulation postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a surgical procedure where monopolar electrocautery was used (see MFR. Report 3006630150-2026-00123), the patients spinal cord stimulation (scs) implantable pulse generator (ipg) stopped working. The patient subsequently underwent an ipg replacement procedure and was doing well with adequate stimulation postoperatively.